Manufacturer narrative:
Pump received with blank display due to moisture damage at electronic assembly. Also received with moisture damage on the motor, keypad, and battery tube and vibrator assembly. Pump received with cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip.

Event description:
A customer reported via phone call indicating that their insulin pump was exposed to moisture after falling in a sink full of water. The customer has a blood glucose level was unknown at the time of the call. The customer states that there was fluid/moisture in the insulin pump. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A replacement insulin pump was shipped to the customer. The customer sent the product back for analysis.